Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No software low level failures and the main arm cannot communicate with the motor arm are found in the pump history file due to software errors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value was 210mg/dl. Customer was able to successfully clear the alarm. Customer's self test did not pass. Customer was advised to revert to back up plan and follow healthcare professional¿s instructions. Insulin pump will be returned for analysis.